Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 550 mg/dl and was treated with manual injection. During troubleshooting, customer was assisted in performing two 5.0 unit fixed prime. Insulin did exit. Customer was advised that no delivery was caused by set occlusion. Customer was advised to change infusion set and to return for analysis.